Manufacturer narrative:
The serial numbers of the analyzers are (B)(6). A review of the pcr amplification curves, algorithm settings, and overall system performance of the cobas® 6800 instruments (sn (B)(6) and sn (B)(6)), as well as the cobas® mpx reagent lot n02151, was performed. Based on this evaluation, these factors were excluded as potential root causes of the unexpected hiv result. The available evidence indicates that pre-analytical contamination represents the most probable root cause of the unexpected hiv-reactive results. The initial CT value (36.08) was highly similar to that of the positive run control (CT 35.16), which strongly suggests the inadvertent introduction of a small amount of hiv control material into the sample. Furthermore, the transition from a clearly reactive result (CT 36.08) to a weakly reactive result (CT 39.92) may indicate progressive dilution or depletion of the contaminating material. This pattern can occur in scenarios in which a minor spill, droplet, or aerosolized control material is not completely removed and is gradually reduced through successive handling steps. This is further supported by the subsequent non-reactive results obtained from repeat testing of the same sample, testing of aliquots from the original blood bag, and testing of a newly collected blood sample, all of which were concordant with negative serology findings. Collectively, these results strongly support the conclusion that hiv was not present in the patient¿s bloodstream, but rather that contamination likely affected a specific aliquot during the initial two cobas® mpx runs. The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant hiv results using the cobas® mpx - 480t assay for a donor sample tested on two cobas 6800 analyzers. The initial result was hiv reactive. The repeat result was hiv reactive. The repeat result on the second 6800 analyzer was non-reactive. Serological testing yielded negative results. A secondary blood collection was tested multiple times, all of which were non-reactive. No questionable results were released.